Event description:
Nurse examining IV site found 20g cannula heplock hanging by tape at right hand. Catheter missing from pink hub. Search of linens and flor and pt could not locate catheter. Pt taken to x-ray to locate catheter internally. Unable to see catheter via x-ray.